Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; retrograde type a dissection after thoracic endovascular aortic repair: surgical strategy and literature review zhao an, md, zhigang song, md, hao tang, md, lin han, md, zhiyun xu, md department of cardiovascular surgery, changhai hospital, second military medical university, shanghai, china http://dx.doi.org/10.1016/j.hlc.2017.03.168. Exact date of death unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of thoracic aneurysm repair. The following adverse events were observed: death.